Manufacturer narrative:
Eval summary - the handle is used for rasping of the intermedullary canal. Off-axis impaction, autoclave cycles and/or a combination of these could have contributed to the fracture of the pin head. The permanently-affixed flat head sheared off from the shank of the pin. The rasp handle also showed signs of heavy use and denting along the outside of the handle which may have lead to the failure over the approx 16 years and 9 months of use in the field. The handle meets print spec where measured. Device history records indicate all components were manufactured and inspected to spec. No mfg abnormalities could be detected by either method.

Event description:
It was reported that the instrument malfunctioned and broke apart during use. All pieces were retrieved.